Event description:
The user facility reported that the connect point of their harmonyair m-series surgical lighting system became loose, drifting down striking the anesthesiologist on the head. There were no reports of injury nor any procedural delays/cancellations involving this event. The intended procedure was completed successfully.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the harmonyair m-series surgical lighting system and found that the friction brake adjustments used to hold the connect point in place had become loose and did not work as intended. The harmonyair m-series surgical lighting system is not under steris service agreement for maintenance activities. The user facility is responsible for all maintenance activities. This unit was installed in 2017 making it approximately 6 years old at the time of the reported event. The harmonyair m-series surgical lighting system operator manual states (8-1), "preventative maintenance is essential in keeping this equipment in optimal working condition. Steris recommends establishing an annual maintenance agreement with steris service. Note: maintenance is necessary to maintain basic safety and essential performance, including emc performance". The technician replaced the connect point, confirmed the unit to be operating according to specification, and returned the unit to service. No additional issues have been reported.